Event description:
It was reported that there had been a confirmed motor stall noted in the event logs with no motor stall recovery recorded. It was noted that the patient had come into the office because the pump was beeping. The pump logs showed motor stall seen on 2014-(B)(6) at 14:48 and tubeset that occurred on 2014-(B)(6) at 14:48. It was noted that there had been no electromagnetic interferences or magnetic interferences such as an MRI. The pump had fentanyl and marcaine infusing. Additional information received reported that telemetry confirmed a critical alarm. Alarm was due to motor stall from 17 days ago. It was reported that they had not planned to replace the pump; they just wanted to turn it off. Caller inquired about replacing the drug with saline. The caller was quite sure they would not be using the catheter again. It was reported that the patient had not had any withdrawal like symptoms when the pump stalled. It was noted that the patient was using oral medications for their pain and it was working which is why they were not planning on replacing the pump and planned to leave it implanted for now. Additional information received reported that the password was given to turn off the pump.

Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).